Event description:
The surgeon was using the blade for the turbinates when the device stopped working. When the nurse inspected the blade it was noted that it was snapped in half. Despite the product failure the procedure was completed.